Manufacturer narrative:
Correction: the following device code was inadvertently left off of the initial medwatch report. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there were lead warnings. Additional information was received that the warnings were due to high thresholds with the right ventricular (rv) lead and threshold continued to rise. There were no product performance allegations from the physician regarding the lead. The physician suspected the high thresholds were due to suboptimal lead placement and elected to replace the lead. Thresholds are within range following replacement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).